Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported recurrent high blood glucose readings for approximately one month, accompanied by significant discrepancies between sensor glucose (sg) and blood glucose (bg) values, and alleged under-delivery of insulin by the insulin pump. The customer also reported intermittent audible alerts not followed by notifications, and reduced sensitivity or firmness in the bolus and basal command buttons since receiving the pump. The customer's sensor glucose value was 126 mg/dl and blood glucose value was 205 mg/dl at the time of the event. The high blood glucose was treated using the insulin pump. The event involved product 1886xx. Troubleshooting was performed, including a high pressure test and battery replacement, which restored button responsiveness. The customer was advised to replace the sensor, monitor the pump, and consult a clinical specialist for further evaluation. No further patient complications were reported. No product return is required for 1886xx.